Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump has an unexpected loss of power. Alarmed power system error. The customer's blood glucose was unknown at the time of incident. Customer stated the pump was turned off. The insulin pump will be replaced. The insulin pump not will be returned for analysis.

Manufacturer narrative:
No unexpected battery power loss alarm noted during testing. Device passed the displacement test, self test, sleep current measurement and active current measurement.